Manufacturer narrative:
(B)(4). Initial reporter name: (B)(6). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s transfer set was not connecting properly with a uv flash yume set. The connection collar of the yume set was reported to be unable to fit over the connection between the transfer set and yume set. The issue was noticed after priming but prior to beginning automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2 for this event.